Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and the patient experienced phrenic nerve stimulation. The dislodgement was confirmed via chest x-ray. This lv lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.